Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a laparoscopy procedure for an ectopic pregnancy, the cannula seemed to break apart and the surgeon was unable to reinsert the trocar. The suture was stuck in the sleeve because the blue part of the trocar had broken off in the sleeve and will not allow the suture to come through. They were unable to pull out the endoloop. The issue was noticed at the end of the case so they did not open a new device. The last known patient status was recovering.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one photo of a device. The visual inspection of the photo depicts a trocar with the disengaged obturator shaft cannula inside and a suture passing through; the obturator was next to the trocar with the shaft cannula missing exposing the knife blade. Product analysis suggests the product was used in a surgical procedure. The root cause of the observed condition could not be reliably determined due to not receiving the product; however, the manner in which this failure occurred could not be determined with the information available. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.